Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01-aug-2024. Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture confirmed by MRI. This record is for the left side. Device was explanted.